Event description:
Reporter noted wrong component was received surgeon switched to microtip, but only had infusion sleeves for standard tip. Mismatch caused fluidics issue; torn iris in two cases. No intervention reported. Pt 2 of 2 status is unk.